Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing, with and without a dilator from current inventory inserted, no anomalies were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During atrial fibrillation procedure, an air leak occurred. After placing the sheath, and inserting the catheter into the sheath, air was aspirated into a syringe that connected to the extension port of the sheath. Several aspirations were attempted but the air was still aspirated. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient. No additional femoral vein puncture was required for replacing the sheath.